Event description:
It was reported that, "the handle won't accept the reamer to be placed onto it. It appears that the spring in the top of the handle is broken."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.